Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-11335, 0001825034-2018-11351, 0001825034-2018-11352, 0001825034-2018-11353, 0001825034-2018-11354, 0001825034-2018-11355, 0001825034-2018-11356. UDI (B)(4). Concomitant medical products: item # 115397, comp rvs cntrl 6.5x35mm st/rst, lot 351970. 180550, comp lk scr 3.5hex 4.75x15 st, lot 115560. 010000589, comp rvrs 25mm bsplt ha+adptr, lot 180780. 180551, comp lk scr 3.5hex 4.75x20 st, lot 238420. 180551, comp lk scr 3.5hex 4.75x20 st, lot 238400. 115310, comp rvrs shldr glnsp std 36mm, lot 128420. 113634, comp primary stem 14mm mini, lot 213860. 115370, comp rvs tray co 44mm, lot 752390. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain with loss of range of motion and component loosening secondary to glenosphere disassociation in-vivo. No further information available at this time.

Event description:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.